Event description:
The pt stated that, while trying to change the insulin cartridge of her infusion device, she mistakenly pulled the cartridge from the device, and the plunger remained attached to the piston rod in the cartridge chamber. She stated that about 100+ units of insulin spilled into the cartridge chamber. During troubleshooting with a company rep, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the compartment was reviewed with the pt. The pt did not report blood glucose concerns related to the issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.